Event description:
The customer reported the system is displaying a control panel error and saved images are corrupted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply and reseated circuit boards. System operates as intended. (B)(4).